Event description:
During a lap chole procedure, the clips kept falling out. One would forma nd the next one would just fall out. This was on the initial firing. Case completed with another device of the same product code. No pt consequence.